Event description:
The event occurred outside the us, in spain. The spanish subsidiary notified teoxane geneva of an adverse event on 03-sep-2024. A patient was injected on (B)(6)2024 with 0.7 ml of teosyal rha 2 in the lips (0.3 ml in the upper lip and 0.4 in the lower lip). The injection was done with the retrotracing technique, and the needle provided in the box. Approximately 6 months after the injection, on (B)(6)2024, the patient experienced a severe inflammation of both lips. According to the injector, no closure of the glottis was observed but the reaction looked like an allergic reaction. The medical history of the patient mentioned a lumpectomy surgery in the foot region that was not healing well due to an infection with a multi-resistant bacteria 2 weeks before the event in the lips. The same day, on (B)(6)2024, the patient was prescribed the following treatments: antihistamine (ebastel, 10mg) for 7 days corticoid (dacortin, 30 mg) for 15 days antibiotic (augmentin) 7 days. The symptoms did not improve after the treatment; therefore, the patient was reviewed by the injector. According to the injector, on (B)(6)2024, it was almost impossible to inject hyaluronidase due to the inflammation. However, 0.4 ml of hyaluronidase were injected in the lips and the corticoids were increased to 120 mg per day. Two weeks after, on (B)(6)2024 on the consultation, the patient reported some improvement and was treated again with 2 ml of hyaluronidase. In addition, the corticoid and antibiotics were changed for respectively deflazacort and ciprofloxacin. Three days later, on (B)(6)2024, the patient visited again the injector due to bacteria in the foot and seemed be resistant to antibiotics. She also experienced herpes in the lips. The patient did not have history of herpes. On patient's request, she was not hospitalized, but the antibiotic (gentamicin, 40 mg) was administered intramuscularly at the hospital. The local medical expert was contacted to advise the injector on patient's treatment. According to him, hyaluronic acid filler has been co-infected via blood leading to a biofilm. Depending on the antibiotics prescribed at the hospital, the medical expert recommended to add clarithromycin and corticosteroid to soften the fibrous film of biofilm and later on use hyaluronidase, but despite reminders, treatment after hospital was unknown. On (B)(6)2024, the patient complained about right upper lip swelling and again with suppuration from the wound on the foot. Situation of the patient and symptoms evolution are monitored. No additional information is available at the time of this report.

Manufacturer narrative:
The symptoms are monitored and additional information will be added to final report.

Event description:
This event occurred outside USA, in the spain. The spanish subsidiary notified teoxane geneva of an adverse event on 03-sep-2024. A patient was injected on (B)(6) 2024 with 0.7 ml of teosyal rha 2 in the lips (0.3 ml in the upper lip and 0.4 in the lower lip). The injection was done with the retrotracing technique, and the needle provided in the box. Approximately 6 months after the injection, on (B)(6) 2024, the patient experienced a severe inflammation of both lips. According to the injector, no closure of the glottis was observed but the reaction looked like an allergic reaction. The medical history of the patient mentioned a lumpectomy surgery in the foot region that was not healing well due to an infection with a multi-resistant bacteria 2 weeks before the event in the lips. The same day, on (B)(6) 2024, the patient was prescribed the following treatments: antihistamine (ebastel, 10mg) for 7 days, corticoid (dacortin, 30 mg) for 15 days, antibiotic (augmentin) 7 days. The symptoms did not improve after the treatment, therefore the patient was reviewed by the injector. According to the injector, on (B)(6) 2024, it was almost impossible to inject hyaluronidase due to the inflammation. However, 0.4 ml of hyaluronidase were injected in the lips and the corticoids were increased to 120 mg per day. Two weeks after, on (B)(6) 2024 on the consultation, the patient reported some improvement and was treated again with 2 ml of hyaluronidase. In addition, the corticoid and antibiotics were changed for respectively deflazacort and ciprofloxacin. Three days later, on (B)(6) 2024, the patient visited again the injector due to bacteria in the foot and seemed be resistant to antibiotics. She also experienced herpes in the lips. The patient did not have history of herpes. On patient's request, she was not hospitalized, but the antibiotic (gentamicin, 40 mg) was administered intramuscularly at the hospital. The local medical expert was contacted to advise the injector on patient's treatment. According to him, hyaluronic acid filler has been co-infected via blood leading to a biofilm. Depending on the antibiotics prescribed at the hospital, the medical expert recommended to add clarithromycin and corticosteroid to soften the fibrous film of biofilm and later on use hyaluronidase, but despite reminders, treatment after hospital was unknown. On (B)(6) 2024, the patient complained about right upper lip swelling and again with suppuration from the wound on the foot. On (B)(6) 2024, we were informed that the symptoms in the lips completely resolved, thus the case was closed.

Manufacturer narrative:
According to the information received, this case seems to be linked to biofilm. Biofilms that appear weeks to years after injection are well-known and documented adverse reactions to hyaluronic acid filler injections. They occur when injected filler material becomes contaminated with bacteria. This process gives rise to a permanent low-grade chronic infection, and it may eventually lead to a chronic granulomatous reaction. Given the sterility of the gel, they are rather due to a lack of asepsis during injection and/or posttreatment care. It can also occur by reactivating a previously quiescent biofilm that formed after a previous filler treatment or after a bacteremia (in this case bacteremia seemed linked to foot infection two weeks before the onset of the symptoms). Appropriate treatment allows progressive resolution of the symptoms. The risk of such reactions is mentioned in the instructions for use of products. Batch analyses undertaken confirm that the products passed sterility and quality compliance tests, therefore the imputability of the product seems dismissed.